Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The account found the pins on the nurse call cable are bent and not making connection to the wall socket. The account replaced the nurse call cable to resolve the issue.